Manufacturer narrative:
The following devices were also listed in this report: 5510f501triathlon cr fem comp #5 l-cemjst4p; 5521-b-400tri ts baseplate size 4ery7la; 5551-g-320-etriathlon asymmetric x3 patellal911. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Notes on the sheet indicate an exchange of a 4x9 cs poly was performed due to infection. Branch provided the usage sheets from the primary and revision procedures, and rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Updated the manufacturing and expiration date. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Notes on the sheet indicate an exchange of a 4x9 cs poly was performed due to infection. Branch provided the usage sheets from the primary and revision procedures, and rep confirmed that no further information will be released by the hospital or surgeon.